Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user reports "deformed sharpness at tip area caused bleeding with attempted use." He states he "caths 4 x day for retention. He has been using this product for several years and said this past sunday used one that was defected. It had a deformation at the tip area of the catheter. He said he only got it in his urethra 2-3 inches before he could feel the sharp pain and did not continue with insertion and upon removal had some bleeding from it. The bleeding lasted throughout that day of injury dissipating on it's own and is all "healed now" and his caths have been clear of any bleeding since then. He does take baby aspirin daily as well as plavix as blood thinners. Upon removal of that one, he looked at the catheter and the tip look deformed at the bend area, like it was too sharp and the tube of the catheter was "smashed" together creating a sharp edge and "lumpy." He said this defect effects the tip about 1/4 inch and then runs into the shaft of the catheter about 1/2 inch more. He always places catheters in with the coude tip upwards." He is inspecting them now closely before use and has used a few more without any defects.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation: photo was provided to this complaint. A batch record review was conducted resulting in the following: the urinary catheter gentlecath glide tmnn ch16 in question was manufactured under sap material ID 1718778 and manufacturing lot#4k02118 in center c2 on packaging machine p009 in amount (B)(4). Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. The process parameters were adjusted within the validated window. The machine logbook was checked, and no records related to this issue were found. Batch record was reviewed and during production was opened one nc, but this nc was not related to the deformed tip area. No similar complaint was received on mention lot#4k02118. This issue will be monitored through the post market product monitoring review process, (B)(4). No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.